Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector prior to insertion and the lens became stuck in the injector. There was no patient contact or injury.

Manufacturer narrative:
No lens in the lens box.